Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, an attempt to reload the same cartridge did not resolve the issue. Customer support provided guidance to clean the pneumatic tap area, which was ineffective. Upon filling and loading a new cartridge using the proper loading technique, the issue was resolved, allowing the caller to successfully resume insulin delivery.